Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead dislodgement. This ra lead was replaced with a different model. No additional adverse patient effects were reported.